Event description:
During removal of catheter, tip dislodged and remained in body. Tip was snared and removed without incident. MFR rep notified, equipment retained. We recovered the catheter. The md reported to me that he was simply advancing the wire to exchange out the catheter, and the tip dislodged from the rest of the catheter. No resistance was reported or excessive force was used at the time. Once the targeted lesion was fixed and stented, we were able to snare the tip of the catheter and remove it from the body.